Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm rf pic failed self-test. Customer's blood glucose at time of incident was 59 mg/dl. Customer stated alarm did not occur during the rewind/prime sequence. Customer was advised to perform rewind process again. Customer stated that she got two rf pic failed self-test alarm. Customer was advised we are replacing the pump. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 59 mg/dl. The customer was offered to troubleshoot for low blood glucose but decline.

Manufacturer narrative:
The insulin pump was received with constant alarm due to a faulty connector on the radio frequency board. We were unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate with the test blood glucose meter due to alarm. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.